Event description:
During a ptca treatment procedure involving a 70% stenotic lesion in the proximal portion of the lad artery, the maverick monorail balloon would not inflate further than at 8 atm's on the initial inflation. The patient was asymptomatic during this event. It is noted that the maverick monorail balloon was used to dilate an existing stent, but no further information is available about the pre-existing stent. The maverick monorail balloon was removed and replaced with an identical product. A 6f daig introducer sheath, a choice pt 182 cm guidewire, a 6f wiseguide vl3 guide catheter and an acs inflation device were used. Resistance was met upon removal of the initial maverick monorail balloon. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.